Event description:
The doctor felt resistance then removed the outer dilator and it broke about 1/3 of the way up the distal tip. A cut-down was then performed but the doctor was unable to retrieve the outer dilator. It was then proven by angiography that the piece was not in the vessel.

Manufacturer narrative:
Review of manufacturing records and quality inspection reports indicate that the product was manufactured within specification. No product was returned for eval. The initial report indicated that there was resistance in advancing the introducer. When the dilator was withdrawn, the tip was found to be broken. An angiograph was performed and it was determined that the tip was not accurately introduced into the vein, but encountered an obstruction outside the vein. The instructions for use states, "if resistance is met when advancing or withdrawing the guidewire or micro-introducer, determine the cause by fluoroscopy and correct before continuing with the procedure." User error is believed to have caused this event.